Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was trying to change out insulin, when the pump alarmed compromised force sensor. The customer's blood glucose was 150mg/dl. The alarms continued reoccurring. The customer was advised the pump will be replaced.

Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test and displacement test. The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. No alarms noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.